Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg is inoperable. As such, the patient may undergo surgical intervention to address the issue.

Event description:
Follow up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy was regained post-operatively and the issue is resolved.